Manufacturer narrative:
On (B)(6) 2011, a respiratory therapist reported a loose knob on inovent (B)(4) which caused the device to have nitric oxide fluctuations then device shut down. Eval summary: when the device was returned for investigation, the reported failure was found to be intermittent, but demonstrable when the control knob for the device encoder was manipulated. The root cause was found to be loose mounting hardware that allowed the encoder to move slightly when force was applied to the control knob, causing the encoder to touch another electronic component, which could cause a delivery shutdown. The mounting hardware was tightened and the device was tested, found to operate within specifications and was returned to use.

Event description:
An adult male being ventilated on the drager evita xl was started on inomax via the inovent ((B)(4)) on (B)(6) 2011 around 2300 for the treatment of presumed pulmonary hypertension. The pt's fractional inspired oxygen (fio2) ranged between 60 - 80% with oxygen saturation levels in the 97% range. Approximately 8-9 hours after initiation of inomax therapy, an alarm sounded on the inovent and the respiratory therapist (rt) went into the pt's room to investigate. The rt reported the "dry sample gas alarm" was activated and as he approached the machine, the device sut down. When the rt turned the device back on, the screen was blank then showed electrical failure mode. He turned the device off, then back on and it booted up. During this time, the pt had an episode of rapid oxygen desaturation from 97% oxygen on fio2 of 80% oxygen saturation levels of 68-75% for approximately 30 seconds. A respiratory therapist initiated manual ventilations with the manual back up no system and the pt's oxygen saturation levels quickly returned to baseline. The pt's oxygen saturation levels remained stable during manual ventilations while the respiratory therapist attempted to trouble shoot the device. The rt noted that when he touched the knob on the inovent screen, "the device seemed to short out and shut off." He rebooted the device a total of 3 times before the inovent stayed on and appeared to be working properly. The pt was left on this inovent device while another device was transported to the hospital as a replacement. No further device problems occurred with the inovent (B)(4) and the pt experienced no further episodes of oxygen desaturation while waiting for the replacement device. The rt felt that the "bolt on the back of the knob on the device screen was loose, causing the problem". The event of oxygen desaturation resolved and the reporter deems the event as serious and related to device failure and an interruption in inomax therapy.